Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bfurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm on a unknown date. It was reported since the evar the size of the aneurysm had reduced, but expanded 3 years later. The expansion was 10mm in 2 years and then a type ia endoleak was confirmed by CT. Intervention was performed where the stent grafts were partially explanted, leaving the central and bilateral cia peripheral stent grafts from the bifurcation of the bifurcated main body. As per the physician the cause of the event could not be determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported the index procedure was performed on 15-oct-2015 and the partially explanted stent graft was removed on 12-mar-2020 and was replaced with a y-shaped artificial blood vessel (22 mm * 11 mm), leaving the proximal end of the existing main body and the peripheral ends of limbs on both sides. Per the physician; the patient's vascular morphology (the proximal neck with a reverse taper shape and a shaggy aorta) was considered as the cause of the event. The proximal sealing could be maintained immediately after the procedure, but it was gradually lost due to the enlargement of the re verse taper neck vessel diameter over the years or the enlargement of the aneurysm diameter caused by type 2 and resulting in a type 1a endoleak. Product analysis the reported type ia endoleak was confirmed on the films provided; however, the exact cause of the event could not be determined. Lack of pre-implant CT¿s and complete post-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and disease progression over time. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the observed type ii endoleak may have contributed to disease progression over time and the occurrence of the proximal endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.